Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they used the tens machine without turning off their ins and the muscle where they used the tens was not hurting anymore. But now, their lower back was hurting. Agent reviewed information about tens compatibility. Patient said that the tens was near their ins. Agent advised the patient to turn off their therapy to see if the pain would go away. If the pain goes away, then the patient was redirected to their healthcare provider (hcp). Patient said that the handset was not keeping its charge. Patient said that they charged the handset all night, and they would use it and leave it on, but a day later, it was dead. Agent offered patient to transfer to hcit to help them troubleshoot their handset. Patient said that they would just call back because there were in their physician's appointment.

Event description:
Additional information was received from the healthcare provider (hcp). The device was interrogated and set to program 5 at 2.6. No impedances were noted to any leads and the battery life was good. The patient had turned the tens unit off due to back pain the night prior. The back pain began after lifting a child. The patient was to follow up with primary care physician for back pain. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.